Event description:
It was reported when using the pyxis medstation es system, the drawer at the station was malfunctioned. The customer reported that the drawer was entirely inaccessible at the time the medication was being dispensed to the patient, which led to a delay in patient care. The user subsequently retrieved the necessary medications from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the latch sensor was not securely fastened in its holder, and the inseparable magnet was outdated. The field service engineer reattached the latch sensor, ensuring it was firmly secured. Additionally, the old inseparable magnet was replaced with a new style magnet. The system functioned as intended after the field service engineer troubleshooted the device.